Event description:
Reporter alleged that she obtained a result of 57 mg/dl at 6:00 am on the advantage system while feeling sick and having numbness in her hands and feet. Reporter stated that her daughter gave her orange juice and then at 6:10 am, she obtained another result of 100 mg/dl on the same system. Reporter stated that at 3:00 pm, she obtained a result of 130 mg/dl and then another result of 70 mg/dl at 3:05 pm on the same advantage system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged that she obtained a result of 57 mg/dl at 6:00 am on the advantage system while feeling sick and having numbness in her hands and feet. Reporter stated that her daughter gave her orange juice and then at 6:10 am, she obtained another result of 100 mg/dl on the same system. Reporter stated that at 3:00 pm, she obtained a result of 130 mg/dl and then another result of 70 mg/dl at 3:05 pm on the same advantage system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.